Event description:
It was reported that a patient experienced st segment elevation. During a pulmonary vein isolation and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat cti constituted off-label use of the catheter. Vascular access obtained and transseptal puncture completed under fluoroscopic guidance. The left atrium was mapped using a non-boston scientific (bsc) catheter. The farawave catheter was advanced into the left atrium for treatment of paroxysmal atrial fibrillation and flutter. Pulmonary vein isolation was completed, and a total of 39 lesions were delivered in the left atrium. The farawave catheter was removed from the left atrium, and the faradrive sheath was retracted into the right atrium. The farawave catheter was advanced into the right atrium for cti ablation. 200 mcg of nitroglycerin was administered prior to cti ablation. A total of 8 lesions were delivered to the cti region. Following the cti ablation, st elevation was noted. An additional 600 mcg of nitroglycerin was administered as an intervention. The procedure was completed, and the st elevation resolved without further intervention. The st elevation occurred following cti ablation. No further patient complications were reported. No device issues were noted with the catheter. It is believed that the st segment elevation occurred from cti ablation. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
H6: impact codes- corrected to removed the f1205 code. Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a cavotricuspid isthmus (cti) and atrial flutter, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st segment elevation. During a pulmonary vein isolation and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat cti constituted off-label use of the catheter. Vascular access obtained and transseptal puncture completed under fluoroscopic guidance. The left atrium was mapped using a non-boston scientific (bsc) catheter. The farawave catheter was advanced into the left atrium for treatment of paroxysmal atrial fibrillation and flutter. Pulmonary vein isolation was completed, and a total of 39 lesions were delivered in the left atrium. The farawave catheter was removed from the left atrium, and the faradrive sheath was retracted into the right atrium. The farawave catheter was advanced into the right atrium for cti ablation. 200 mcg of nitroglycerin was administered prior to cti ablation. A total of 8 lesions were delivered to the cti region. Following the cti ablation, st elevation was noted. An additional 600 mcg of nitroglycerin was administered as an intervention. The procedure was completed, and the st elevation resolved without further intervention. The st elevation occurred following cti ablation. No further patient complications were reported. No device issues were noted with the catheter. It is believed that the st segment elevation occurred from cti ablation. The catheter is not expected to be returned for analysis as it was disposed.

Event description:
It was reported that a patient experienced st segment elevation. During a pulmonary vein isolation and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat cti constituted off-label use of the catheter. Vascular access obtained and transseptal puncture completed under fluoroscopic guidance. The left atrium was mapped using a non-boston scientific (bsc) catheter. The farawave catheter was advanced into the left atrium for treatment of paroxysmal atrial fibrillation and flutter. Pulmonary vein isolation was completed, and a total of 39 lesions were delivered in the left atrium. The farawave catheter was removed from the left atrium, and the faradrive sheath was retracted into the right atrium. The farawave catheter was advanced into the right atrium for cti ablation. 200 mcg of nitroglycerin was administered prior to cti ablation. A total of 8 lesions were delivered to the cti region. Following the cti ablation, st elevation was noted. An additional 600 mcg of nitroglycerin was administered as an intervention. The procedure was completed, and the st elevation resolved without further intervention. The st elevation occurred following cti ablation. No further patient complications were reported. No device issues were noted with the catheter. It is believed that the st segment elevation occurred from cti ablation. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
G3: bsc aware date- corrected to account for media analysis date. Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a cavotricuspid isthmus (cti) and atrial flutter, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.